Event description:
It was reported that a fluoroscopy confirmed the atrial lead had dislodged. The lead was successfully repositioned. The patient was in good condition post procedure.

Manufacturer narrative:
.